Event description:
It was reported that the patient underwent that the patient underwent a posterior surgical procedure at t8-l1 to treat vertebral deformity with a hemivertebra resection at t11. It was reported that a revision surgery was performed to extend the construct to l2 due to screws loosened at t12 and l1. It was also noticed on x-ray that there was 'a clear zone' around right l1. The screws were removed and replaced. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.